Event description:
The customer reported that the central nurse's station (cns) was not making audible alarms. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not making audible alarms. According to the customer, the visual alarms were still visible and patient monitoring was never interrupted. The customer plugged the audio cable back in and the sounds began working again. There was no patient injury reported. Investigation summary: the root cause of the issue was determined to be an erroneous disconnection of the speaker cable from the device, user error. The reported issue does not require further investigation through CAPA process as the issue was found to have been caused due to a loose cable connection not noticed upon periodic inspection. This does not suggest nk device deficiency/malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6: attempt # 1: 08/19/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 2: 08/23/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 3 09/01/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. B6: attempt # 1: 08/19/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 2: 08/23/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 3 09/01/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. B7: attempt # 1: 08/19/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 2: 08/23/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 3 09/01/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. D10: attempt # 1: 08/19/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 2: 08/23/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Attempt # 3 09/01/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left: no call back was received. Manufacturer references # (B)(4).

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not making audible alarms. According to the customer, the visual alarms were still visible and patient monitoring was never interrupted. The customer plugged the audio cable back in and the sounds began working again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(6).

Event description:
The customer reported that the central nurse's station (cns) was not making audible alarms. There was no patient injury reported.